Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on 07-march-2024, the patient underwent an osteosynthesis for a left femoral subtrochanteric fracture. During end cap insertion, the end cap could not be inserted fully, and the surgeon had difficulty with insertion. The surgeon changed the direction of the screwdriver and attempted to insert the end cap, but was unable to. The surgeon lowered the locking mechanism using a flexible screwdriver, and with a torque screwdriver, but the end cap could still not be inserted fully. The surgeon decided to end the surgery with the end cap as is. The procedure was completed successfully with no surgical delay. There was no adverse patient impact. No further information is available. This report is for a ti end cap for tfna 0mm extn ¿ sterile. This is report 2 of 2 for (B)(4).